Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. E1: phone 724-772-6000 ext. 298253. One device was received for evaluation. Visual inspection found a scratched lens and a cracked syringe port. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, functional test found error code 112. It was determined that the most probable cause is the intermittent motor. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.